Event description:
A report was received that the patient, who was known to have had a fall, had fluid around the ipg site. The physician withdrew the fluid. The patient was doing well.

Manufacturer narrative:
Additional information was received that the physician stated that the fluid at the patient's ipg site may have been caused by the patient's fall or may have been a reaction to the device.

Event description:
A report was received that the patient, who was known to have had a fall, had fluid around the ipg site. The physician withdrew the fluid. The patient was doing well.